Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump failed audio beep test was failed. The customer's blood glucose value was unknown at the time of incident. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.